Event description:
It was reported that a home patient (hp) experienced a leak between their cassette and transfer set. The patient was connected at the time of the incident. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time. This report is for the transfer set in this event.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation, therefore an evaluation could not be performed. Should relevant additional information become available, a follow-up report will be submitted